Manufacturer narrative:
Implant fractures are almost exclusively due to fatigue and almost always associated with other risk factors for fatigue such as small implants and/or unfavorable loading conditions.

Event description:
Implant fracture.